Event description:
The patient reported that last week, they had 2 accidents and that stimulation didn¿t seem like it was strong enough to tell them to go to the bathroom. It was stated the patient saw their doctor today for their follow-up appointment and was recommended to contact the local manufacturer representative. It was noted that it was sudden change in therapy/symptoms. The patient further reported that the manufacturer representative listened to their issue and quickly resolved it. They noted it was great service. Additional information received from the healthcare professional reported that the actions/interventions taken to resolve the reported issue were timed voids and the manufacturer representative was contacted for programming. The cause of the reported issue was the patient waited too long to go to the bathroom. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.